Event description:
The account alleged that the reverse trendelenburg function will not work when the bed is in the all the way up position. No injuries reported.

Manufacturer narrative:
Technician troubleshot the bed with the account and determined the account should try replacing the logic board. No further info is available on the repair of the bed at this time.